Event description:
(B)(4) clinical study. It was reported that at the end of a coronary artery drug-eluting stenting treatment procedure, a myocardial infarction occurred. The index procedure treated the 99% stenosed, 3x15.0mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilatation with a 2.0x5mm maverick balloon and placement of a 3.0 x 20 mm study stent with 15% residual stenosis. A non-target lesion located in the mid left anterior descending (lad) artery was treated with predilatation with a 2.5x20mm maverick balloon to 16 atmospheres (atms) and a taxus express2 stent deployed at 16 atms and post dilated with a 3.25x20mm quantum balloon. Upon deployment of the stent in the lad, there was an occlusion of the 1st diagonal artery which caused some residual pain that was treated medically. Post procedure, cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction. Action taken was medication. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).